Manufacturer narrative:
Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment.

Event description:
This supplemental report is being filed to provide additional information regarding product memory analysis. It was reported that the latitude summary report for this device had missing data. The report had question marks (?) For the last office interrogation date, implant date, and the electrode model/serial numbers. The battery status changed from 81% at the last report to a new status of 93%. Technical services advised that there likely was a patient data (pd) error triggered some time after last remote check. Technical services advised that the device would need to be interrogated by a programmer to clear the error and re-enter the information. There is no impact on therapy. There were no adverse patient effects. The device remains implanted.